Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. No loose drive support cap anomaly noted. The insulin pump was received with cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
It is reported that a customer has issues priming their insulin pump. The patient's blood glucose level was at 357 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.